Event description:
The customer reported that the insulin pump alarmed motor error during manual prime. Troubleshooting was performed. The customer stated that he changed three reservoirs and the insulin did not exit. Ran a displacement test and the device failed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.